Event description:
It was reported there was a coupling problem. They wondered about whether electromagnetic interference (emi) in a home environment could affect recharge coupling. They had an intermittent issue with coupling and the last week prior to report they were only get 2 bars. At other times, the patient would have great coupling. When the patient was in the office on the day of report they were getting 8 bars easily. The patient ¿may notice the coupling issue while they watch tv or potentially around other electronics in her home.¿ the implantable neurostimulator (ins) did move in the pocket some but it was not loose. The coupling issue had been going on since the implant. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 37651, product type recharger; product ID 3708660, serial # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # va0fbun, implanted: (B)(6) 2014, product type lead; product ID 37642, serial # (B)(4), product type programmer, patient; product ID 3708660, serial, # (B)(4), implanted: (B)(6) 2014, product type extension; product ID 3387s-40, lot # va0f6yh, implanted: (B)(6) 2014, product type lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient happened to mention the event when they were going over recharging. The patient didn't experience any symptoms and no other troubleshooting occurred. The patient received effective therapy. It was further reported 8 days later that the patient was seen the day prior to report and they determined that the suture that held their battery had likely broke. The battery would flip when she would sleep. The patient knew this because they were not getting good coupling after being able to get 8 bars prior. The physician had taken an x-ray and confirmed that the battery had flipped. They flipped it back into position but scheduled the patient to have a pocket revision to secure the battery. The patient was doing fine and was able to effectively charge their battery. The surgery was scheduled for the following week.